Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg quantum maverick, mr 2.75mm x 15mm was returned for analysis. Visual and tactile inspection found no issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a v-shape tear in the balloon approximately 6mm in length. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 19-sep-2025. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mm x 15mm quantum maverick balloon catheter was selected for use. However, the stent could not be inserted and could not cross the lesion. The procedure was completed with another of same device. There were no patient complications. Patient was stable. However, returned device analysis revealed balloon torn.